Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, cartridge was filled with a little less than 480 units and the insulin gauge had not decreased from 150 units since (B)(6) 2016. Based on the amount of insulin that had been delivered showed that approximately 214 units of insulin was currently in the cartridge. The customer was educated that the fill estimate would decrease once the true insulin volume in the cartridge drops below 150 units. The customer acknowledged the information provided. There was no reported impact to the customer's blood glucose level.